Manufacturer narrative:
At this time, the device remains implanted and, thus, is still not returned. During a review of mdrs as part of the market removal of the arh slide-loc product (17-003), it was discovered that during the revision surgery for this case, the laser lines on the head and neck components were not aligned as required by the surgical technique. This is an indicator of poor or inadequate morse taper engagement which can lead to post operative dissociation of the components. The morse taper engagement issue is the result of the operating room staff not performing the engagement activities correctly during the initial surgery. Based on this information, the result and conclusion codes are being changed to indicate that this is a user issue. Additional mdrs associated with this event: 3025141-2015-00133 follow up 1: stem; 3025141-2015-00134 follow up 1: neck.

Event description:
Patient was treated with the slide-loc arh; at three weeks post-op experienced elbow pain. X-ray showed a partial disassociation of the head/neck assembly from the implant stem. Revision surgery was performed; the head was correctly reseated on the neck and then reinserted on the stem, where the laser marks lined up correctly.